Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessement remains the same; it cannot be determined if the alleged necrosis is related to v.a.c.® therapy.

Event description:
On (B)(6) 2016, following information was reported to kci by the physician: hemorrhagic necrosis was notice on a patient, who has had multiple treatments on this region, and who has a previous history of the ulcer being hemorrhagic. The event occurred in a patient with comorbidities that could alone explain the necrosis (independent of medical device). The physician stated the events were probably an independent phenomena, but that it is difficult to assess whether v.a.c. Therapy contributed to event. The physician reported that the events were resolved with no medium-or long-term complications.

Manufacturer narrative:
Date complaint received by manufacturer was jan 20, 2016. Based on the additional information obtained regarding the device, kci's assessement remains the same; it cannot be determined if the alleged necrosis is related to v.a.c.® therapy.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged necrosis is related to v.a.c. Therapy device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2016, kci received article, leclercq, labeille, et al. Skin graft secured by vac (vacuum-assisted closure) therapy in chronic leg ulcers: a controlled randomized study. Annales de dermatologie et de venereologie. 12/2015; 142 (12): e1-e6. Doi:10.1016/j.annder.2015.06.22 reported that there was one patient that developed hemorrhagic necrosis. Multiple unsuccessful attempts were made to obtain additional clinical information. No additional information is available. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.